Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported moisture in the cartridge compartment of the pump; seems to be insulin. No adverse event reported. Requested return of the alleged device for evaluation.